Manufacturer narrative:
Additional information regarding this complaint was received at a later time from the reporter. Patient had to be drawn each time and send to core laboratory for glucose testing as no results were being produced. Samples had to be drawn and sent to the core laboratory for testing instead of a smaller and less invasive capillary test. This complaint is being further investigated by nova and a supplemental report will be submitted upon completion of investigation. Nova will continue to monitor for this or similar events.

Event description:
The consumer reported getting a bad sample error (b-0) and am unable to use the nova biomedical glucose meter on this patient.